Event description:
During an unspecified procedure, the clips were sticking. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as the subject device was returned fully fired and no functional testing could be performed.